Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently went to the emergency room with a blood glucose level of 643 mg/dl. Customer stated that at the time of the incident, he was experiencing differences between sensor and blood glucose readings. Blood glucose level at the time of the call was 261 mg/dl. Customer stated that he was vomiting and was advised by his doctor to go to the emergency room. The customer was wearing the insulin pump at the time of the emergency room visit. During troubleshooting, the customer reported that there was an air bubble in the reservoir. Customer also stated that at times, when filling the reservoir, he cannot remove the transfer guard and ends up damaging the reservoir. The reservoir was not replaced or returned for analysis.

Manufacturer narrative:
The information provided in section b2 with the initial report was incorrect. The correct information has been provided with this report.